Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found nozzle had foreign objects. Due to clogging of nozzle, water removal ability does not meet the standard value. The bending section rubber has a scratch. Adhesive on bending section rubber has a crack, scratch and a white clouded area. Paint on air water cylinder is peeled. Paint on suction cylinder is peeled. Switch button 4 has a wear. Adhesives around objective lens has white-clouded area. Objective lens has a scratch. Plastic distal end cover has a dent. Adhesives around light guide lens has white-clouded area. Connecting tube has a scratch. Due to damage on scope connector, a noise image occurs. The foreign matter related information found that the customer cleaned, disinfected, and sterilized the device before sent it to olympus. There were no abnormalities in the accessories used for reprocessing. It is unknown if the customer presoaked the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle / channel with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had air/water flow issues from the air/water flow system. The issue was found during preparation for use in a diagnostic procedure that was completed using the same equipment. Inspection and testing of the returned device found nozzle with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, which was later identified as black silicone. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.